Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was 130 mg/dl. Customer stated that they were trying to change the infusion set, was getting the low battery, customer changed the battery because of the frozen display. Customer stated that that they heard a noise from the insulin pump like whenever the insulin pump was not delivering. Customer was not calling back after receiving a new battery cap. Customer stated that the battery compartment was neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer stated that the display did not return. The device will not return for the analysis.